Event description:
The customer received a blood glucose reading of 256mg/dl on the contour next ez, retested on a contour next and the reading was 120mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the strips for investigation. New strips were sent to him.

Manufacturer narrative:
The customer returned an empty bottle of strips. Retention reagent gave satisfactory performance.